Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low shock impedances. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Event description:
Additional information was provided that the patient was called and came in to the clinic for a check. The shock impedance and other measurements were taken and all were normal. It was noted that the shock impedances have maintained in the 50 ohms range since implant. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.